Event description:
The customer called to report the connection on the reservoir to the tubing had broke off. It was indicated that the customer was unable to twist the connection and part of the reservoir was damaged. The customer stated that the insulin spilled out of the reservoir.